Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a non-critical error code, but did not report the specific error code. There was no patient involvement.